Event description:
A customer contacted physio-control to report that electrodes from their device failed to sense patient rhythm during intervention. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Though physio-control requested some patient information, physio will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU)(B)(4) of the european parliament and of the council. Physio-control contacted the customer for return of used electrodes. The customer confirmed that used electrodes are not available for further evaluation. Not returned to manufacturer.